Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. The customer¿s blood glucose level was 533 mg/dl at the time of the incident. Automode feature was unknown at the time of event. The insulin pump will not be returned for analysis.